Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event possible occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional and concerns a 60-year-old female patient. She was injected with radiesse(+), into the temples (off label use of device), 5 days prior to this report, on (B)(6) 2022. Radiesse was hyperdiluted in a 3:1 ratio. In (B)(6) 2022, after the radiesse(+) injection, the patient experienced possible occlusion. On (B)(6) 2022, the day after the injection, the patient had itching in the scalp, which was the initial reaction. On (B)(6) 2022, 2 days after the injection, she had tingling in the forehead and then a rash like reaction with small sores started. The reporter thought that the patient had shingles breakout but did not want to rule out occlusion. She also had redness in the forehead. The outcome of the events was unknown.